Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available. Customers and retailers have been informed.

Event description:
A customer reported receiving an error 4 when a test strip was inserted into their freestyle flash blood glucose monitor. They also reported the units of measure could be changed on their meter, which suggests that the memory overwrite malfunction has occurred. They reported experiencing unspecified symptoms as a result of being unable to test. However, there was no report of death or serious injury associated with this event.